Manufacturer narrative:
Patient age/date of birth is unknown; year of birth reported as (B)(6) date of event reported as (B)(6) 2016; it is unknown if that is when the loss of reduction occurred or when it was noticed. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: clinical study case: it was reported that loss of reduction occurred, which was corrected by revision to reverse total shoulder arthroplasty. The revision took place on (B)(6) 2016. The philos implants were implanted on (B)(6) 2015. This is report 10 of 10 for (B)(4).